Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the inner balloon (bladder) of two (2) units of folfusor sv (small volume) burst. This was identified when filling the devices with sodium chloride 0.9% after adding approximately 70mls of fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from february 03, 2020 - february 04, 2020. H10: the actual device was not available. However, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that the photograph showed a ruptured bladder. The reported condition was verified. The cause of the condition could not be determined. However, the most probable cause of condition was a manufacturing issue. A batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.